Event description:
Dr. (B)(6) performed a 2-level acdf on a patient on (B)(6) 2021. In this case, he implanted another company's interbody device with the falcon plate. The patient came in for an unscheduled 14-month postoperative follow-up visit. X-rays taken during the 14-month postop visit revealed that one of the bottom screws completely dislodged from the falcon plate and was in soft tissue. Dr. (B)(6) re-operated on the patient and removed the dislodged screw and left the rest of the hardware untouched. Dr. (B)(6) relayed to (B)(6) (his rep) that there were no complaints from the patient at the 12-month visit.

Manufacturer narrative:
A definitive root cause cannot be determined at this time. Screw over angulation, screw not seated properly, and patient injury can cause excessive stress on the clip which has been shown to cause failure of the locking mechanism and allow the screws to back out. Another possibility is that the patient had poor bone quality that did not allow for adequate bone purchase of the screw. Field feedback will continue to be assessed to determine if it becomes a reoccurring issue.